Manufacturer narrative:
A medtronic field service engineer went to the site to evaluate the system. He found that the back portion of on/off switch for o-arm is loose, causing the switch to contact during movement and shutting the system down. This made it seem like the batteries were not charging, because the on portion of the switch was not engaged, when the site would try to use it. He re-aligned the on/off switch for o-arm and replaced the batteries. Performed a system check out, o-arm was fully operational during functional testing after repair.

Event description:
A site rep reported that the o-arm system was not holding charge. No patient present or impacted.